Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent multiple cartridge alarm 19s while attempting to load multiple cartridges. The fourth cartridge was able to be loaded successfully. The contact could not recall if the blood glucose was impacted. The customer had insulin injections available to use for insulin therapy.